Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was not locking. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. The index knob was stiff and required replacement of worn internal parts. Unit had new components added to replace worn internal parts; general maintenance and cleaning required. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2008). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a